Event description:
It was reported that during an unk procedure the device tore when the surgeon inserted his hand. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 08/05/2009. Info anticipated, but unavailable at this time.